Event description:
It was reported that "a catheter has been in this long-term patient in eicu for nearly 10 months so far since it was placed on (B)(6) 2021. Blood return was found in the extension tubing during infusion. To prevent blood clot, aspiration was done first. When locking the catheter, liquid leakage was observed at multiple sites of the extension tubing. The catheter was removed in time and a powerpicc catheter was placed then. The clinical nurse revealed: there was no compromised securement of extension tubing from cleaning by alcohol for this long-term hospitalized patient. The extension tubing was not contacted with sharps or hemostatic forceps. Thumb clip was close to the proximal end while the liquid leakage occurred at the distal end."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx3536 showed twenty-one other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking extension leg on the catheter was confirmed but the cause is unknown. Two videos of the implicated 4fr s/l powerpicc catheter being flushed were returned for evaluation of this complaint. The catheter was inserted into the patient and contained residual material from clinical use. It was reported that the catheter was implanted for approximately 10 months prior to the leak being observed. In both videos, a leak was observed when the catheter was flushed. In one of the videos, the leak presented as a dripping leak while the other video was a spraying leak. The characteristics of the leak site (e.g., size and orientation of the damage) were not visible in the returned videos. The observable features on the submitted videos did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors for a leak in this location could include sharp instrument damage, material fatigue, repetitive clamping in the same region, or infusing the catheter against an occlusion.

Event description:
It was reported that "a catheter has been in this long-term patient in eicu for nearly 10 months so far since it was placed on (B)(6) 2021. Blood return was found in the extension tubing during infusion. To prevent blood clot, aspiration was done first. When locking the catheter, liquid leakage was observed at multiple sites of the extension tubing. The catheter was removed in time and a powerpicc catheter was placed then. The clinical nurse revealed: 1. There was no compromised securement of extension tubing from cleaning by alcohol for this long-term hospitalized patient. 2. The extension tubing was not contacted with sharps or hemostatic forceps 3. Thumb clip was close to the proximal end while the liquid leakage occurred at the distal end."